Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site. It was observed that the samples were circling around the track since a "track-switch-config.ini" was implemented. "Track-switch-config.ini" is a specific file for each automation system. When present, the file uses defined routing rules to route carriers with tubes through the long or short route of the track switch. When not present, the automation system uses standard routing rules. The cse adjusted the configuration in the file, which corrected the issue with samples circling the track. A siemens headquarter support center (hsc) specialist evaluated the event data. Hsc concluded the cause of the samples circling the track was due to an incorrect entry in the "track-switch-config.ini" configuration file upon installation. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Patient samples were circling around the aptio automation system track, causing delay in testing. There are no known reports of patient intervention or adverse health consequences.